Manufacturer narrative:
A review of the device history record showed no inconsistencies or abnormalities. There was no serious injury or death. However the guidewire would not come out of the catheter. The catheter and guidewire had to be removed and a peripheral IV started. The complaint device has not been returned for analysis as of the date of this report, september 25, 2015. Therefore, a definitive root cause of the complaint was not determined. There are several known causes for this issue, guidewire (stylet) not coming out of the catheter, such as placement of the catheter in a narrowed area or vein, failure to adequately prime (flush) the catheter, rapid removal of the stylet, etc. Catheters undergo 100% inspection which occurs during various stages of manufacturing process to ensure that the stylet slides into the lumen of the catheter without resistance. Catheters also undergo tensile strength testing, flow, leak, and burst testing to ensure the integrity of the catheter, and its ability to endure use. No other similar complaints have been received for this lot number. The root cause of the complaint is not definitive. When the complaint sample is returned to argon facilities, the complaint investigation will be updated.

Event description:
(B)(4). PICC line was inserted into right temporal vein on infant. Upon completion of insertion, the guide wire would not come out of the catheter. The catheter had to be removed and a peripheral IV was started.